Event description:
It was reported that the implantable cardiac monitor (icm) episode detection algorithm incorrectly classified two atrial fibrillation (af) episodes as false. On further review it was noted that one episode experienced noise resulting in it being rejected. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID lnq11 serial# (B)(6) implanted: (B)(6) 2025 a report is being submitted for investigation completion. Clinical data was reviewed. The interval plot for episode #17 displays some quite clear r-r interval patterns that strongly suggest that this event is not a real af. For the episode# 6, there are two bands and that is why most likely this is seen as indeterminate af. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.